Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
It was reported by the sales rep via phone that during a knee arthroscopy procedure their vapr 3 foot pedal would not respond with the generator. The procedure was completed with another foot pedal using the same generator with no harm to the patient or delays to the case. The sales rep was not present for the case therefore could not provide any further information. The sales rep stated that the device was discarded by the customer.

Manufacturer narrative:
Product complaint#: (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. Investigation summary: the complaint device was discarded, therefore not available for evaluation. The complaint cannot be confirmed at this time as the information provided is not sufficient as well as no definitive root cause can be determined. Based on the information available, this complaint will be accounted for and monitored. If additional information is made available, the investigation will be updated as applicable. A DHR review has been conducted and the results indicate that this batch of product was processed without any incident and therefore there is no evidence of manufacturing anomalies on the paperwork reviewed. Further, a review into the depuy synthes mitek complaints system revealed 2 similar and 8 dissimilar complaints for this lot released to distribution. The serial number was not provided. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).